Manufacturer narrative:
Bci hotline had the customer clean out the clots in the valve and ports in the assembly. This corrected the problem.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the ise waste overflowed onto the drip tray and floor. No injury was reported.